Event description:
According to the reporter, during a laparoscopic bariatric surgery - by gastric pass, the reload above caught and did not fire. It was reported that the stapler entered firing mode but the clipping shot has not been performed. The reload was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery by gastric pass, the reload above caught and did not fire. The reload was replaced to complete the case. There was no patient injury.